Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, below the acute myocardial infarction (ami) cutoff, for one patient involving unicel dxi 800 access immunoassay system. The elevated results were discordant to an alternate methodology, which was negative, correlating with the patient's clinical condition. The erroneous results were not released out of the laboratory. Electrocardiogram results were negative. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Troubleshooting revealed no hints for defective instrument or misapplication by the customer. The patient had no clinical signs of cardiovascular disease, renal insufficiency, or diabetes. Quality control was in range on (B)(6) 2008. System check was completed on (B)(6) 2008 and conformed to specifications. Interference testing was performed by customer product line support (cpls) laboratory and confirmed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.